Manufacturer narrative:
Result: siderail; cracked siderail panels, missing motion interrupt pan, timing link.

Event description:
It was reported by service report that the head right siderail would not stay up and would not lock in the up position. It was further reported, there were cracked siderail panels, the power cord had damaged outer insulation, and the motion interrupt pan was missing. No pt involvement or adverse consequences are reported.